Manufacturer narrative:
Abbott field service visited the customer site and performed a total call maintenance procedure on the architect c16000 analyzer. Hardware components were cleaned and mixers replaced. It was determined that the mixers were the cause of the customer issue. Also during the service call, an obstruction was observed in relation to the cuvette washer, which was cleaned. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect magnesium assay package insert contain information to address the current customer issue. Based upon the available information and the results of the current evaluation, a product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a falsely elevated clin chem magnesium assay result generated on an architect c16000 platform. The following was provided: sid (B)(4): initial result = 6.36 mg/dl, retest = 2.43 mg/dl. No suspect results were reported from the lab with no impact to patient management reported.